Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Lot number: 0471006. Please disregard the pervious lot history statement. This is a reusable OEM device; a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use were observed. A visual inspection was conducted. The connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position. The connector collar was returned separately. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.